Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 3.00 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the vessel was ballooned again. When they went to re-prep that same balloon to go back in, the stent came off of the actual balloon outside of the body. They finished the case by using another of the same stent. No complications to the patient and the patient is doing fine.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. A 3.00 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the vessel was ballooned again. When they went to re-prep that same balloon to go back in, the stent came off of the actual balloon outside of the body. They finished the case by using another of the same stent. No complications to the patient and the patient is doing fine. Synergy ii us mr 3.00 x 24mm stent delivery system (sds) was returned for analysis without the stent. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon body indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube, shaft polymer extrusion and the tip found no issues. The outer diameter (od) of returned guidewire measured 0.014''. No other issues were identified during the product analysis.